Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2006 two gore tag thoracic endoprostheses were implanted: tag2810/lot#04571023 and tag3110/lot#04440277. See scanned page.

Event description:
In 2006, two gore tag thoracic endoprostheses were implanted. In 2007, a postoperative computed tomography scan revealed that the device had collapsed. Further investigation is currently underway.